Event description:
Customer reported that their pump was not recognizing cartridges and that the screen was scratched and occasionally unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting assistance from technical support, and the issue was documented for records without further verification.